Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator.

Event description:
A news article reported that the patient had to wait a month after implant for her swelling in her brain to go down before it could be activated. She stated that it was really odd, like a low-grade shock, when it was finally activated. Then, all of the sudden this warm feeling came over her, right down her legs, and she was able to get up and walk for the first time in a long time. The patient's indication(s) for use were parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.